Manufacturer narrative:
The specimens are collected into lithium heparin pst tubes and centrifuged at 5,000 rpm for 8 minutes. The specimens were aspirated from the primary tube for analysis. Qc was within the customer's established ranges during this event. No errors were posted to the event log. The addition of interference eliminating proteins did not significantly reduce the dose result. Cpls performed a 10 times dilution of this sample and obtained linear results. Service was not dispatched for this event. Consistently elevated accu tni results above the ami cut-off value of 0.50 ng/ml could potentially contribute to treatment decisions that may include cardiac catheterization or hospitalization. On a recur event, a cardiac catheterization procedure may be performed based on the elevated result. This procedure will have a potential serious health risk to the patient. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained reproducible elevated troponin (accutni) results on two samples from one patient. The results were reported out of the lab and questioned by the physician. The specimens were tested on a different analyzer and similar elevated results were generated. The sample was sent to customer product line support (cpls) for further testing. Testing did not confirm interferences in the patient's sample. Cpls replicated the elevated accutni results the customer obtained for this patient. The patient was admitted to the hospital for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.